Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient advised the rash looked red with pimples. There was no alleged device malfunction contributing to the irritation. Patient reported that her daughter is a nurse and gave her the ointment darmatop. Follow up indicated that the ointment is helping with the skin irritation.